Event description:
The facility's material manager reported an infusion pump with no audible alarm. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.